Manufacturer narrative:
The reported event of air entering from the hemostasis valve could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During an atrial flutter procedure, air entered from the hemostasis valve. The device was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.